Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer's blood glucose was 42 mg/dl at the time of incident. The customer also stated that she experienced another low blood glucose event where her blood glucose declined to 88 mg/dl. The customer was offered to be transferred to the help line, but the customer declined stating that she would wait to hear back from her health care provider. The insulin pump will not be returned for analysis.